Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. Photos were received. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact the following information was provided by the initial reporter: "user informed that there was an increase in false positives blood cultures observed. "

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "user informed that there was an increase in false positives blood cultures observed."

Manufacturer narrative:
Initial reporter address: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1118085, medical device expiration date: 2022-02-28, device manufacture date: 2021-04-28; medical device lot #: 1160626, medical device expiration date: 2022-03-31, device manufacture date: 2021-06-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.